Event description:
It was reported that there was a lack of suctioning smoke from the surgical site with the smoke evacuator in the neptune rover with smoke evac and power pole during a procedure, which caused the need to use a backup device. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that there was a problem with the smoke evacuator in the neptune rover with smoke evac and power pole during a procedure, which caused the need to use a backup device. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences. Additional information has been requested from the user facility to clarify what the problem was.

Manufacturer narrative:
The reported event could not be confirmed. The manufacturer field service technician tested the smoke evacuator and rover which passed functional inspection. No problem was found.